Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.

Event description:
It was reported that during explant, a temporary loss of output from the pulse generator was observed after the physician opened the pocket using electrocautery. The patient was asymptomatic and the device was successfully explanted and replaced as planned.